Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was lying on the couch when the cgm device began issuing low glucose alerts. The patient¿s daughter, observing signs of near-loss of consciousness, promptly called emergency services. Upon arrival, paramedics performed a fingerstick blood glucose test. While the cgm continued to indicate a "low" reading, the fingerstick results showed blood glucose levels: initially 568 mg/dl, followed by a second reading of 489 mg/dl. The patient was administered 12 units of insulin on-site. The patient remained at home and did not require hospital transport. There is no documentation of further medical evaluation or intervention following the incident. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.